Event description:
The customer reported the equipment froze and failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was found to be operating as intended.